Event description:
It was reported that the patient presented with endophthalmitis 1 day post iol implant. Additional information received indicated that haemophilias influenza bacteria carried by the patient was the likely cause of the event. Additional information has been requested, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.